Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2012; 407645 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had severe pain with the pacing system on the left side. The device was moved to the right side and remains in use. The atrial and ventricular leads on the left side were both explanted for the patient comfort and new leads were implanted on the right side. No further patient complications have been reported as a result of this event.